Event description:
(B)(6) infant with rds, received nava ventilator support. Edi catheter in use (B)(6) 2011-(B)(6) 2011. This (B)(6) infant treated with nava and niv nava support from day 3 of life until day 12. At (B)(6) of age infant after a significant choking episode noted to have an esophageal stricture per ugi. Report made at request of physician due to previous use of edi catheter.